Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a power up failure code #14. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power up failure code 14. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b3, b4, b5, d5, e2, e3, g3, g4, g7, h2, h3, h6 (evaluation method codes, evaluation result codes, evaluation conclusion codes), h10, h11. Corrected fields: a1, d1. A getinge service territory manager (stm)was dispatched to evaluate the iabp. The stm found that the problem with the prior compressor failure was due to the vacuum and drive regulators being out of calibration. The stm was able to recalibrate the vacuum and regulators. The stm the performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full event site name: (B)(6) medical sciences.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a power up failure code #14. There was no patient involvement, thus no adverse event was reported.